Event description:
Edwards received information that a 2800 27mm valve was explanted after an implant duration of fifteen years and ten months due to calcification, stenosis, and regurgitation. A 3300tfx 21mm valve was implanted. There was severe stenosis with a calcified bioprosthesis with an area of less than 0.5 cm2 and 2+ aortic insufficiency. The annulus of the valve was ingrown into the septal, the aorta, and the mitral annular junction at the non-coronary leaflet site of the mitral valve. Tee performed during the operation showed aortic prosthesis with normal function and no regurgitation. The patient was sent to the cardiovascular ICU in stable condition. The patient was discharged to rehab on pod #8.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned for evaluation. X-ray demonstrated heavy calcification on all three leaflets, and wireform distortion around leaflet 1 and commissure 1. Extrinsic calcification was observed on both aspects of leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and stenosis restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear along commissure 1. Leaflet 3 had two tears of 4mm along commissures 1 and 3. Calcification was evident near all the tears. Serrated markings were observed on leaflet 1 near commissure 2, and on leaflet 2 near commissure 3. The sewing ring was cut around the valve; sewing ring fragments were returned with the valve. The wireform was exposed around leaflets 1 and 2 at the inflow aspect, around leaflets 1 and 3 at the outflow aspect, and on commissures 1 and 3. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm valve was explanted after an implant duration of fifteen years and ten months due to calcification and host tissue growth, leading to aortic stenosis. A 3300tfx 25mm valve was implanted. The patient was reported to be fine post-operatively. No additional information was provided.